Manufacturer narrative:
A batch record review has been completed with no discrepancies found. Pm logs were checked and all pm's were completed with no discrepancies affected amount: 1pc. Aquacel ag drs was manufactured under sap code 1186095 and manufacturing lot number 8h04488. Lot # 8h04488 was sterilized under lot 1216175812 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and the products were released. The production process, in-process testing and packaging of products was run in accordance with pi12-030 ver. 39.0 for machine doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes following until the order was completed. No nonconformity was registered during the manufacturing process of lot 8h04488. This is the only complaint for the affected lot registered within tw8.7. Event 1289043 with investigation 1290936 was opened for this issue for doyen 4. The root cause was found to be due to the upper packaging foil not passing between the front heated sealing rollers and was caused by the deflection of the web from its normal route due to a malfunction of the auto splice unit. To ensure this issue isn't repeated the reject function is activated after each change of foil reels until there is a steady foil flow achieved. Operations have been made aware of the complaint issue. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4), manufacturing site: (B)(4).

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
MDR: 1000317571-2020-00046 / device 1 of 1. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported ¿that primary package was unsealed.¿ the product was not used. A photograph depicting the reported complaint issue was provided by the complainant.